Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that patient reported in hospital following cap maintenance with extended charge time. Capacitor maintenance tests indicated varying and delayed charge times. The device was explanted and replaced.

Manufacturer narrative:
The reported field event on an extended charge time was confirmed in the laboratory. Review of the device image noted extended charge times during capacitor maintenance. The device was tested on the bench, and no anomaly was found. The hv capacitors were sent to the manufacturing site for further evaluation, and no anomaly was found. The cause of the extended charge time could not be determined.